Manufacturer narrative:
Additional: in initial report, the device manufacture date was not provided. Now providing the device manufacture date is 11/04/2013. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturing date not available at the time of this report. (B)(4). Field service specialist visited the account and proactively re-calibrated vacuum regulator. Performed general checklist. System meets all factory specifications all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that system detected patient movement during the fragmentation step of the procedure and gave error message. Laser stop firing and treatment was aborted. Customer rebooted system and error cleared. A daily alignment verification test was done with no issues and customer continued using laser.